Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent revision of anterior colporrhaphy on (B)(6) 2005. On (B)(6) 2007, the patient underwent mesh revision and on (B)(6) 2007 the patient underwent revision with visualization of erosion. It was reported that the patient underwent these revisions due to chronic mesh erosion. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05709. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, vaginal scarring, and bladder removal. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse, symptomatic cystocele and simvastatin.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.